Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female pt, the device failed to charge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.